Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp reported that cause of high impedance was unknown. Hcp reported that patient was seen in clinic and was reprogrammed around the contact with high impedance. Hcp reported that high impedances have resolved.

Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was seeing a 2098 code on the patient remote. The caller met with the patient on (B)(6) 2026 and an impedance test showed a value of >5000ohms for electrode 2a. The patient was programmed in ring mode with electrode 2- and c+ and was not getting therapy. The caller was not with the patient. Tech services reviewed information about oor and impedances. The caller will follow-up with the hcp and review programming options.